Event description:
It was reported that the physician was concerned that the adaptive bi-ventricular atrioventricular (av) conduction test is pro-arrhythmic and caused ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 lead, implanted (B)(6) 2010. (B)(4).